Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown with the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents.

Event description:
This MDR is being filed as exposed material. It was reported that following retreatment in 2005 with a urethral bulking implant, the doctor observed exposed material and outlet obstruction in 2006. The doctor injected 1cc of material per side 2.5 cm from the bladder neck using the flexible needle and the transurethral approach. The rate of injection was 1 cc per minute and the needle was imbedded to the shoulder. The patient experienced urinary tract infection and voiding difficulties. Material was extracted from the bladder via cystoscope. The urethra has re-epithelialized and healed. The patient's current status is described as partially continent. The patient's initial treatment was in 2005. No further complications have been reported.